Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced cardiac arrest and deceased blood pressure with pulseless electrical activity (pea). Cardiac massage was performed, but the heart could not be restarted. A cardiac tamponade and effusion were suspected from possible perforation from the leads. A drainage was performed, but only a small amount of blood was drained. Therefore, thrombosis was suspected. An attempt was made to treat the tamponade surgically by using percutaneous cardiopulmonary support (pcps), but pcps could not be utilized due to poor circulatory dynamics, and surgical treatment was judged impossible. The patient died after returning to the ward. The implantable pulse generator (ipg) and leads are inactive and remain in the patient.